Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's reported subtherapeutic inr may have contributed to the event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of frontal headache with nausea and indigestion, difficulty walking and worsening left sided weakness. The patient was hospitalized for suspected embolic stroke. It was noted that the patient¿s international normalized ratio (inr) was subtherapeutic upon admission and head computerized tomography (CT) was negative. It was further reported that the patient¿s anticoagulants were adjusted. The patient became stable and was discharged home. The vad remains in use. No further patient complications have been reported as a result of this event.